Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed mid left anterior descending artery lesion without any tortuosity or calcification. A 4.0 x 28 xience alpine stent delivery system (sds) was advanced to the lesion, without resistance. Once at the lesion, the balloon failed to inflate; therefore, it was removed without reported issue and another 4.0 x 28 mm xience alpine sds was used to successfully complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.